Manufacturer narrative:
Android log files were uploaded to the cloud system by the user and downloaded for investigation. Review of the user-initiated log files confirmed that the 3.85u bolus was calculated correctly based on user inputs and insulin-on-board (iob). With a correction factor of 65, insulin-to-carb ratio of 12, target blood glucose value of 120 mg/dl, correction iob of 95 mg/dl, carb entry value of 40 grams, and blood glucose value of 215 mg/dl, the calculated bolus of 3.85u is correct. The investigation found no issues with the bolus calculator. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought care in the emergency room due to hypoglycemia. The patient's blood glucose levels fell to 40 mg/dl while utilizing the pod for an unspecified period. The patient did not show any symptoms associated with hypoglycemia. They felt the omnipod system was delivering more insulin than calculated but also noted that they had recently started using the omnipod system and were applying the same settings as those used with a different manufacturer's pump, which could be too aggressive. Additionally, the patient mentioned that they had recently lost 20 pounds. It was also noted that the patient was administering bolus insulin after meals instead of before them. The patient received treatment with a "serum" for dehydration and was given juice. They were discharged 2 hours later.